Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient stated that blood glucose (bg) was 485 mg/dl with shortness of breath, emesis, and weakness. The patient reported the following sequence of events. Fasting bg was 225mg/dl and patient believed that the cause may have been food poisoning. Correction boluses were delivered throughout the day. About 5:00pm bg was 385mg/dl and the patient discovered that the infusion set was not fully secured. The patient replaced the infusion set and attempted to prime the tubing but no insulin came out of the cartridge. During the phone call, it was determined that the cartridge was empty. There was no allegation of a product issue. This complaint is being reported because the patient experienced an adverse event that may have been due to multiple factors including a partially dislodged infusion set and an unacknowledged empty cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download histories. There was no data from the reported event date in the black box or download histories due to continued pump use. Additional testing could not be completed due to unresponsive keypad buttons.